Manufacturer narrative:
A4-a6: unk claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was implanted, removed, and replaced intraoperatively. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Upon further investigation and receipt of additional information, it has been determined that the event is not reportable, and the manufacturer requests that the FDA void all previously submitted information associated with this report. Claim# (B)(4).